Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Customer was provided pump reset instructions by technical support, reset was completed with assistance, and customer declined to resume insulin delivery while still on the call, with no further outcome information available.